Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1300 mg/dl and insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer reported blindness and kidney issues. Insulin drip was administered. Customer was discharged on (B)(6) 2018 with elevated bg, vision and kidney issues resolved. There was no reported permanent damage. Contact alleged pump battery not holding its charge as the cause of the event. Upon follow-up, after troubleshooting with tandem technical support, the battery was found to be functioning as expected and customer had more than average usage with the pump. Contact acknowledged. No further battery issues occurred.